Event description:
It was reported that during an arthroscopy procedure, the device gave off metal shavings when used. It was believed that the shavings were all removed. Another device was used to complete the procedure. There was no pt injury. Additional information was requested multiple times, but no additional information was provided. A follow-up report will be sent if additional information is received.

Manufacturer narrative:
Final device investigation found that the device was returned in good visual condition but with some scraping marks noted on the inside surface of the distal tip of the outer sheath and the outside surface of the inner shaver. No packaging was returned with the device. Upon evaluation the inner blade and outer sheath were assembled and rotated by hand on their own axis and no friction or metal to metal contact was noted. The instructions for use state "excessive 'side-loading' on the blade during use does not improve cutting performance, and in extreme cases, may result in wear and degradation of the inner blade."